Event description:
The hospital reported that preparation for an endoscopic vein harvesting procedure, they had two vasoview hemopro devices that were not cauterizing. The hospital opened the patient's leg to complete the surgery. The hospital did not report any add'l patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).